Event description:
A customer reported that while performing a trabeculectomy, the surgeon placed four pieces of a corneal light shield under the conjunctiva. After the procedure, when the surgeon began to remove them, he only found three. The pt was reported to be "stable". Add'l info was received from a nurse confirming the pt was stable and that no intervention was required.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).